Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: kdr901 ipg, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead was unable to capture at 10 volts. A radiograph indicated that the lead was dislodged. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.